Event description:
During the procedure, a disposable instrument broke. Surgeon and scrub stated all pieces accounted for. No other action was taken at this time. This was a disposable hand piece. Ethicon is the manufacturing company. I have the hand pieces and the parts sequestered.